Event description:
The complainant reported a patient post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. While on support, the patient experienced bleeding, for which heparin was removed and blood products were administered. The patient also experienced sinus bradycardia and high purge pressure alarms on the impella device. Actions taken to resolve these issues are unknown. The patient ultimately expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.